Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: after the firing, the surgeon found the staples were malformed. The pt side of the malformed staple line was additionally cut with a new cartridge, the procedure was completed without further problem. There was no info about the use of reinforcement material.